Manufacturer narrative:
The hakim valver (ID 823110) was returned for evaluation. Device history record (DHR) - the product code 82-3110 with lot 6498231, conformed to the specifications when released to stock. Failure analysis - -the position of the cam when valve was received was 150mmh2o. The valve was visually inspected; a cut/tear was noted in the ventricular catheter near the valve, also a cut/tear in the silicone housing of the valve near the distal connector on the side of the valve. He valve was leak tested; leaked from the damaged silicone housing. The complaint is confirmed. The root cause for the issue reported by the customer is probably due to the leakage noted during the investigation. The root cause for the leakage noted during the investigation is due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after connecting the peritoneal and ventral catheters of a hakim valve (ID (B)(4)), there is a low flow of water in the chamber part. When testing the actual valve the failure was not showing; however, a micro-check is required. The procedure was completed with a replacement product available. No patient contact or injury was reported; however, the event led to 3 hours surgical delay. The valve was used to treat hydrocephalus.